Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported that the reading on the icp monitor did not appear. As a result, another ventricular catheter was inserted and the reading was shown. The microsensor is suspected to be faulty.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: no visible damage to the sensor. Catheter received in a drainage tube. Minor bends and kinks in catheter material behind the damaged tube. Complete testing was not possible due to the drainage tube - internal calibration and linearity/hysteresis tests were omitted. The sensor passed electronic, noise and signal drift tests. Manufacture date: 8/28/12. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.